Event description:
An incident occurring in thailand on a 2022 model 28 stretcher was reported by a distributor representative. Per the end user a heavy patient was loaded into the ambulance and because the were having trouble breathing in the bed position while in the ambulance, the ems personnel adjusted the backrest of the stretcher to an upright position. The stretcher was then unloaded from the ambulance before returning the backrest to the fully reclined position and as the wheels touched the ground a screw in the backrest allegedly came loose and broke. The patient remained in a semi-reclining position on the stretcher and no injuries were associated; however, the ems crew call for an additional crew and stretcher to assist with continuing the patient transport, which resulted in a delay. No adverse effects have been reported as a result of the delay in transport. Pictures of the alleged issue were provided for review. Observations of rust on existing hardware were made which could result in weakness of the structural integrity of the hardware and may have contributed to the alleged bolt breaking. Replacement parts were provided to the distributor for repair of their customer's stretcher.